Event description:
The device was connected to the patient and the patient diagnosed to be in asystole. The device was used to pace the patient. After approximately 13 minutes of pacing the pacer shut off when the patient was moved. No additional information concerning the event was reported. The patient was not resuscitated but the reporter indicated patient outcome was not affected, due to a lack of patient viability.